Event description:
Additional information received reported there had not been any revision, due to financial reasons. The patient was receiving no the rapeutic benefit.

Event description:
It was reported that the patient had a post implant pregnancy. Shortly after implant the patient learned of her pregnancy and turned her device off. After delivery, the patient turned the device back on with no efficacy or sensation. An impedance check was performed and all electrode pairs were over 4000 ohms. A need for a revision was mentioned.

Manufacturer narrative:
Product ID 3889-28, lot# j0331916v, implanted: (B)(6) 2003, product type lead product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type extension product ID 3031a, serial# (B)(4), product type programmer. (B)(4).